Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. Fse arrived at the site to address the reported event. Fse confirmed the error by reviewing the error log but was unable to reproduce the issue as it was intermittent. Fse corrected the main arm nozzle alignments to resolve the issue. The customer was subsequently able to run qc without issue. No further action was required by field service. A 13-month complaint service history review for similar complaints was performed for serial number (B)(4) from13nov2018 through aware date (B)(6) 2019. There were no similar complaints identified during the review period. The a1a-2000 operator's manual; appendix 4- error messages was reviewed. 2070 clogging detected during specimen suction by main arm the a1a-2000 operator's manual indicates that the 2070 clogging detected during specimen suction by main arm error is caused when negative pressure is detected after specimen suction exceeds the standard. The specified amount of specimen may not have been obtained because the sampling nozzle was blocked. The measurement result will be flagged (sc flag). The operator is instructed to verify that the specimen is free of solid substances (such as fibrin) or that there is sufficient volume of specimen if it is prepared in the primary tube, and retry the measurement. If retry fails, contact tosoh service center or local representatives. The most probable cause of the reported event was due to main arm nozzle misalignment.

Event description:
The customer reported receiving the "2070 clogging detected during specimen suction by main arm" error on their aia-2000st analyzer. The customer attempted to troubleshoot by flushing out the main arm tubing and cleaning debris from the sample nozzle; however, the error repeated itself when quality control (qc) ran again. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for alpha-fetoprotein (afp) and beta human chorionic gonadotropin (bhcg). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.